Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture,silicone migration and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-iii, rupture, silicone migration and lymphadenopathy.

Event description:
Physician reported capsular contracture, baker grade ii-iii in right device. Ultrasound report confirms "extracapsular rupture with free silicone in the armpit (axillary). Axillary adenopathies with silicone". The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported capsular contracture, baker grade ii-iii in right device. Ultrasound report confirms "extracapsular rupture with free silicone in the armpit (axillary). Axillary adenopathies with silicone". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: - device patch with lot number 2464801. - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - silicone migration: unable to observe as it is a medical event that is not related to the device. - lymphadenopathy: unable to observe as it is a medical event that is not related to the device. - capsular contracture: unable to observe as it is a medical event that is not related to the device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Silicone migration: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Physician reported capsular contracture, baker grade ii-iii in right device. Ultrasound report confirms "extracapsular rupture with free silicone in the armpit (axillary). Axillary adenopathies with silicone". The device has been explanted and replaced with a non-allergan device.